Manufacturer narrative:
(B)(4): the customer reported that the device freezes up during operational check and that they have to remove all power to reset the device. There was no pt involvement. The device was evaluated at philips. The symptoms was verified. The cause of the issue was localized to the processor pca. The processor pca was replaced to resolve the issue. The device passed all testing and was shipped back to the customer.

Event description:
The customer reported that the device freezes up during operational check and that they have to remove all power to reset the device. There was no pt involvement.